Manufacturer narrative:
The customer¿s report of a leak at a connection was not confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damage to the components; no anomalies were observed. Functional and pressure testing resulted in no occluding or leaking anywhere on the returned sets while the tubing was manipulated at each engagement. The root cause of the customer¿s report of a leak at a connection was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an inf with PICC line, infusing tpn and lipids. Leak found in lipid tubing at connection to lipid syringe. There is no report of patient harm.